Event description:
It was reported by the sales rep that the bur guard melted during use and burned a pt. No other info was provided by the customer regarding this event. After 4 attempts to obtain further details from the customer about the reported event; no further details were obtained from customer.

Manufacturer narrative:
As of 08/18/2009, the bur guard has not been returned for eval. No conclusion can be drawn.